Event description:
Information was received from a patient¿s spouse and a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that prior to implant, the patient had a partially dropped bladder. She also had multiple sclerosis. The patient experienced a loss or change of therapy. She was not sure if her device was working and she was very frustrated with it. Once in a while she would receive 50 percent or greater symptom relief, but most of the time she wouldn¿t. Symptom relief was very intermittent. She had been working closely with her managing healthcare provider and they had tried different programs, but the patient was still not getting the symptom relief she would like. She saw her managing healthcare provider on (B)(6) 016 and when she left she was getting good relief, but the next night her symptoms got worse again. Her spouse helped her in adjusting stimulation and she was currently on program 4 at a setting of 2.7 volts. Additional information received from healthcare provider (hcp) on (B)(6) 2016 reported that the spicy food was associated with increase her fecal incontinence. It was also stated that the step taking to resolve the intermittent symptom relief that indicated treatment of urinary tract infection was provided to the patient. To treat urinary frequency, urgency, patient was advised to decrease very spicy foods which exacerbate underlying fecal incontinence. The patient had multiple sclerosis and when she had flared of her multiple sclerosis, her symptoms were evident. It was indicated that her symptoms were well controlled. Hcp also reported that it was not their expectation the device would overcome the effect of urinary tract infection, flare of multiple sclerosis or dietary.

Manufacturer narrative:
The correct date mfg received was may 03 2016 ( mfg# 3004209178-2016-10464).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.